Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the audio alarm of a pt101 airvo2 humidifier was not functioning. There was no patient consequence.